Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled device replacement, the device could not be interrogated, and there was no tone with magnet application. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Review of the device memory data showed evidence of unexplained voltage drop while the device was implanted. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed plated lithium material on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the headspace insulator and contacted the cathode tab. Based on this analysis, the premature battery depletion was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.